Event description:
It was reported there is a pin broken off in the atrial port. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there is a pin broken off in the atrial port connector. It was also noted that the upper case and lower case were broken, the heart block and lead flex cover were contaminated, the battery contacts were compressed, the liquid crystal display (lcd) was out of specification with missing segments.